Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, investigation revealed the following: the keypad is torn near the ok keypad button. The down arrow and contrast buttons are intermittently unresponsive. There was evidence of contamination observed under the up arrow, down arrow, and contrast key contacts. Investigation revealed a keypad leak and a battery compartment leak, and there was visible moisture in the battery compartment and behind the display lens. (B)(6).